Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced a fan noise issue. There was no patient involved an no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed no visual damage. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The national repair center verified the failure of the battery charge light turning on and off intermittently on the cart. The batteries will not charge in the cart. The batteries do charge when the console is outside of the cart. The board failed testing. The power management board was sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation is required. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced a fan noise issue. There was no patient involved an no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was returned from the supplier to getinge¿s national repair center (nrc. The supplier verified the failure of the battery charge light turning on/off intermittently. The supplier replaced components q27 and cr70. The supplier installed cn167210. The power management board passed testing. A getinge senior technician inspected the power management board per procedure and no physical damage was observed and verified the installation of the required rework. The senior technician installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure. The power management board passed testing and will be packaged and labeled and sent to stock per procedure. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue. The stm noted that the ¿noise¿ the customer was referring too was coming from the batteries turning on and off during charging and had nothing to do with any fans. The stm noted that the batteries would start and stop intermittently, and replaced the power management board to correct the issue. The smt observed that the batteries were changing appropriately. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The suspected faulty power management board was requested to be returned for further evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced a fan noise issue. There was no patient involved an no adverse event was reported.